Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source lights up in less than a minute and goes out on its own. Bulb replacement did not fix the issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a complaint. Information was received indicating that the reported complaint was submitted erroneously. No device defects occurred. Please disregard the initial report submitted with patient identifier (B)(6).